Event description:
The customer reported that while pump was running on pt the pump displayed auto fill failure. When customer tried to refill balloon pump again displayed auto fill failure. Pump was removed from pt and replaced with another. No pt injury was reported.

Manufacturer narrative:
The company service representative evaluated the unit and found the auto fill luer fitting to be loose. The company representative replaced the luer fitting (part number-0103-00-1398-01) and performed the functional and safety checks to meet the factory specifications. The unit was returned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The part replaced is being requested to be returned to the manufacturing facility at (B)(4) for evaluation. A supplemental report will be submitted when additional information becomes available. (B)(4).